Event description:
Serious burns to the back of my left leg on my calf/ painful [thermal burn] , . Case narrative:this is a spontaneous report from a contactable consumer. A male patient of an unspecified age and ethnicity started to receive thermacare heatwrap (thermacare heatwraps multi-purpose joint pain) "shaped like two connected sideways ys" from an unspecified date for an unspecified indication. Relevant medical history and concomitant medications were not reported. The patient has been using thermacare products for several years without incident. On an unspecified date, the patient experienced 2 serious burns to the back of his left leg on the calf which are very painful. The patient visited the emergency department where he was seen by the on-duty physician assistant. Therapeutic measures taken as a result of event included a prescription for silver sulfadiazine, which is a topical antibiotic used to treat or prevent infections on areas of burned skin, along with doxycycline, which is an oral antibiotic to prevent skin infection. The action taken in response to the event for thermacare heatwrap and outcome was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment. Based on the information provided, the event of "burn" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the event of "burn" as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.

Manufacturer narrative:
Site sample status was not received. This investigation was conducted for an unknown lot number m&j product. Conclusion was as follows the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Lot trend assessment and rationale was a lot trend was not performed. The lot number is unknown.

Event description:
Event verbatim [preferred term]. Serious burns to the back of my left leg on my calf/ painful/it burned his leg where the adhesive is [thermal burn]. Narrative: this is a spontaneous report from a contactable consumer. A male patient of an unspecified age started to receive thermacare heatwrap (thermacare heatwraps multi-purpose joint pain) "shaped like two connected sideways ys" from an unspecified date for an unspecified indication. Relevant medical history and concomitant medications were not reported. The patient had been using thermacare heatwrap products for several years without incident. On an unspecified date, the patient experienced 2 serious burns to the back of his left leg on the calf which are very painful. He saved the heatwrap that caused the burns and had pictures of the burns. The patient visited the emergency department where he was seen by the on-duty physician assistant. Therapeutic measures taken as a result of event included a prescription for silver sulfadiazine, which is a topical antibiotic used to treat or prevent infections on areas of burned skin, along with doxycycline, which is an oral antibiotic to prevent skin infection. It was also reported that it burned his leg where the adhesive was and he had to go to the hospital. The action taken in response to the event for thermacare heatwrap and outcome was unknown. Follow-up (17feb2020): new information received from product quality complaint group included: investigation was ongoing, malfunction was left blank. This follow-up report is being submitted to amend previously reported information: past product event and additional event details added. Follow-up (30jul2020): this is a follow-up report received from product quality complaint group which includes investigation results. According to product quality complaints, reasonably suggest device malfunction was no. Severity of harm was not applicable. Site sample status was not received. This investigation was conducted for an unknown lot number m&j product. Conclusion was as follows the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Lot trend assessment and rationale was a lot trend was not performed. The lot number is unknown.

Event description:
Event verbatim [preferred term] serious burns to the back of my left leg on my calf/ painful/it burned his leg where the adhesive is [thermal burn] , . Case narrative:this is a spontaneous report from a contactable consumer. A male patient of an unspecified age started to receive thermacare heatwrap (thermacare heatwraps multi-purpose joint pain) "shaped like two connected sideways ys" from an unspecified date for an unspecified indication. Relevant medical history and concomitant medications were not reported. The patient has been using thermacare products for several years without incident. On an unspecified date, the patient experienced 2 serious burns to the back of his left leg on the calf which are very painful. He saved the heatwrap that caused the burns and had pictures of the burns. The patient visited the emergency department where he was seen by the on-duty physician assistant. Therapeutic measures taken as a result of event included a prescription for silver sulfadiazine, which is a topical antibiotic used to treat or prevent infections on areas of burned skin, along with doxycycline, which is an oral antibiotic to prevent skin infection. It was also reported that it burned his leg where the adhesive was and he had to go to the hospital. The action taken in response to the event for thermacare heatwrap and outcome was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up ((B)(6) 2020): new information received from product quality complaint group included: investigation was ongoing, malfunction was left blank. This follow-up report is being submitted to amend previously reported information: past product event and additional event details added.